Event description:
Procedure: lobectomy. According to the reporter: during the case, malformed stapling occurred. Additional resection was done to use other device. There was no additional bleeding, nothing fell into the pt cavity, no tissue damaged, and operative time was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4).